Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision problems") and asthma ("asthma") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, dysmenorrhoea, hypersensitivity, metrorrhagia, iron deficiency anaemia and vaginal haemorrhage had resolved and the abdominal pain, back pain, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, alopecia, asthma, autoimmune disorder, back pain, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, essure confirmation test and essure removal date :-(B)(6) 2013. She received treatment for uti, hair loss, hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain and asthma. Discremptency: date of removal (B)(6) 2013, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. New events- abnormal bleeding (vaginal) was added. Outcome of events of abnormal vaginal bleeding, cramping, pelvic pain were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy"), metrorrhagia ("dysmenorrhea (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision problems") and asthma ("asthma") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and asthma outcome was unknown and the autoimmune disorder, menorrhagia, hypersensitivity, metrorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, asthma, autoimmune disorder, back pain, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, essure confirmation test and essure removal date: (B)(6) 2013. She received treatment for uti, hair loss, hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain and asthma. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was replaced with new events- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, psych injury, uti, hair loss, hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain, asthma, allergy and autoimmune disorder. Lab data was added. Patient's date of birth and reporter¿s information was added. Essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.